Manufacturer narrative:
Three opened trocar assemblies loose in the tray were received for evaluation. The returned samples were visually inspected and were found to be non-conforming with damage to the septum. Leak testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A photo was reviewed by the manufacturing site. The photo is of two trocars implanted into the eye, the reported product complaint could not be confirmed. The exact root cause for this complaint is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar leaked after removing the probe during a procedure. The procedure was completed without product replacement. There was no patient harm.